Event description:
It was reported that one of the patient's leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The unique device identifier is unknown because the lot and part number were not provided. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.